Event description:
Hcp is complaining the receipt of an unopened package without any material inside.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: a1, a2, a3, a4, g5, 510k#: device is a veterinary product. No patient information will be reported.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H.11. Additional narrative: h3, h6: the product was not returned to j&j medtech orthopaedics; however, photos were provided for review. The affected parts were not returned to the manufacturer. Photographs were provided that displayed visual evidence. The photo evidence provided revealed that one (1) vet cortscr ø2.7 l22 sst package was labeled with not product inside- per verbiage provided by the customer, the package was sealed and closed. Hence this will be considered as an empty pouch. Per the complaint and accompanying photo evidence, the complaint condition was confirmed as a non-sterile package with missing product. The affected part was not returned to jabil monument, and the condition was confirmed based on the image provided and attached above. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the vet cortscr ø2.7 l22 sst would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: manufacturing location: monument. Manufacturing date: 6-apr-2022. Part number: vs204.022, 2.7mm cortex screw 22mm. Lot number: 758p443 (non-sterile). Lot quantity: (B)(4). Nonconformance noted: n/a. Review of the DHR file: one piece documented as quantity-count under at op #(B)(4), flow inspect. Production order traveler met all inspection acceptance criteria. Inspection sheet mill thread /final inspection, (B)(4) rev p met all inspection acceptance criteria. Packaging label log (pll), lmd rev ab was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. A manufacturing record evaluation was performed for the finished device with batch number 758p443. No nonconformities or manufacturing irregularities have identified related to the complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿unopened package without any material inside¿ does not indicate breakage of the screw. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device history review: a manufacturing record evaluation was performed for the finished device with batch number 758p443. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.